Event description:
A complaint regarding a probe malfunction was received by galil-medical in feburary 2005. The complaint stated that a probe lost-its temperature reading at the end of the procedure.